Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer woke up with a high blood glucose over 200 mg/dl. Customer has neuropathy and around (B)(6), he took his daughter to softball try-outs. Customer's blood glucose was low and he passed out. Customer's daughter came to the truck and the ambulance was called. Customer was given a glucagon shot about 3 months ago. It was reported that the pump rejects cheap batteries and has scratches on the surface of the screen. Customer also had random no delivery alarms that would occur either occasionally or frequently.